Manufacturer narrative:
(B)(4). Additional suspect medical device components involved: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: unknown, batch: unknown. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: unknown, batch: unknown.

Event description:
It was reported that a patient enrolled in the (B)(6) clinical study was reported to have device deficiencies on three leads wherein two of the leads had migrated and the third lead was broken and fractured. The patient underwent a revision procedure to replace the leads. The patient was noted to be doing well following the procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the serial numbers for two of the explanted leads, and if the leads will be returned.

Manufacturer narrative:
Correction to field h6: device codes. Correction to field h10: additional suspect device components involved. Additional suspect medical device components involved: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: unknown. Batch: unknown.

Event description:
It was reported that a patient enrolled in the relief a7007 clinical study was reported to have device deficiencies on three leads wherein two of the leads had migrated and the third lead was broken and fractured. The patient underwent a revision procedure to replace the leads. The patient was noted to be doing well following the procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the serial numbers for two of the revised leads, and if the leads will be returned. Additional information was received that there were only two leads replaced during the revision procedure, wherein both leads had migrated and one of those leads were fractured.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads. Upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 5139340.

Event description:
It was reported that a patient enrolled in the relief a7007 clinical study was reported to have device deficiencies on three leads wherein two of the leads had migrated and the third lead was broken and fractured. The patient underwent a revision procedure to replace the leads. The patient was noted to be doing well following the procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the serial numbers for two of the revised leads, and if the leads will be returned. Additional information was received providing the serial number of the other lead involved in the revision procedure.